Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte bl 22ga x 1.0in catheter was defective / damaged / deformed when used in the CT room, the catheter interface end protruded and the defective quantity can be returned as 1 unit, claims need to be claimed, complaint response letter is required, complaint receipt letter is required.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned sample, observed damaged adapter outer luer thread. The assembly process was reviewed. It was suspected that this defect was caused at the tipper. The most probable cause was the minor height offset between the picker and the gripper, which caused the gripper to slightly crush the outer luer thread when the part was seated at incorrect height (too high or too low). This most likely caused the damage on the outer luer thread. The following action had been implemented in pr# (B)(4) to address the possible root cause: I. Conduct complaint awareness training and communication to all insyte tipper production technicians (pts), and to monitor the occurrence of the adapter damaged outer luer thread defect. Ii. Retrain all insyte tipper pts on pickers height alignment in tipper procedure. The complaint batch was manufactured before the action implementation.

Event description:
When used in the CT room, the catheter interface end protruded and the defective quantity can be returned as 1 unit, claims need to be claimed, complaint response letter is required, complaint receipt letter is required.